Manufacturer narrative:
The reported issue was confirmed. Visual inspection noted no obvious defects. Received only photo from preliminary evaluation done by fa division, however unable to determine root cause of reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was allegedly blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the replacement device experienced the same defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was allegedly blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the device experienced the same defect.

Manufacturer narrative:
Received only photo from preliminary evaluation done by fa division, unable to determine root cause based on photo attached. No sample was received to perform flow rate test to confirm the catheter's blockage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was allegedly blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the replacement device experienced the same defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the device experienced the same defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was allegedly blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the device experienced the same defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during surgery, the surgeon noticed that the extremity of the device was allegedly blocked. The complainant stated that it appeared to be a membrane at the extremity of the device. As a result, a replacement device was used; however, the device experienced the same defect.